Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure (date is unknown). According to the complainant, on (B)(6) 2011 while administering enteral nutrition the patient had an inflammation inside the stoma site. It was noted the internal bolster migrated into the abdominal cavity. This device was removed and replaced with a different device (manufacturer unknown). The patient's condition was reported to be under follow-up for the inflammation.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation as it has been disposed; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.